Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max), a penumbra system red 72 reperfusion catheter (red72), a neuron select catheter 6f (6f select), and a guidewire. During the procedure, the physician used the neuron max and 6f select to gain access to the target vessel. Upon removal of the 6f select, the physician kinked the neuron max near the hub. Then the physician attempted to advance the red72 through the neuron max; however, the red72 would not advance. Therefore, the neuron max was removed. The procedure was completed with one pass using the same red72, a penumbra system 3max reperfusion catheter (3maxc), and a bmx96 access system (benchmark max). There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned neuron max confirmed a kink near the hub. This damage was reported to have occurred during removal of the 6f select from the neuron max during the procedure. If the neuron max is forcefully mishandled at extreme angles during use, damage such as a kink may occur. During functional testing, a demonstration 6fselect was unable to advance through the neuron max due to the kink near the hub. Further evaluation revealed ovalizations throughout the length of the neuron max. This damage was likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.